Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Pt was injected in the lips with 0.5cc on (B)(6) 2009. On (B)(6) 2010, she had an additional injection in the left nlf, cheeks (1.0cc) and left upper lip (0.5cc). On (B)(6) 2010, the pt had a blemish and swelling in her lip, so she sterilized a pin and lanced it. Pus drained from the lip. She was placed on antibiotic z-pack. On (B)(6) 2010, pt returned to be re-injected in left upper lip, oral commissures and cheeks with 1cc. On (B)(6) 2010, she had infection in the right side of her lip. They prescribed another z-pack. On (B)(6) 2010, she started antibiotics clindamycin and keflax. On (B)(6) 2010, she returned and her lips were improved, but pt left upper lip still weeping fluid. Refilled keflax. On (B)(6) 2010 her lips were fine, but her right nlf was starting to swell and become painful. It had a firm spot, but nothing was drained. No allergies to sulfites. Updated on (B)(6) 2010, the pt called and said cheek area now has some firm bumps (similar to the other side).